Event description:
Patient tested on the suspect device with an inr result of 6.3. The patient was instructed to hold coumadin for two days. The next day, the patient was admitted to the hospital for bleeding with an inr of 2.6. Controls were in range. The device was replaced and requested to be returned for evaluation.